Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during dwell 1/5 of their automated peritoneal dialysis therapy. Reportedly, the home pt disconnected the transfer set from the pt line to go to the bathroom and forgot to pause the homechoice machine. The home pt's spouse stated pt then reconnected to the machine and received the system error alarm. Baxter's technical service center assisted the home pt in ending therapy. Therapy was completed with manual exchanges. No pt injury or medical intervention was associated with this incident.